Event description:
The customer reported that during use, the system would not shut down and reboot without command. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be unidentified or duplicated. The system was operating as intended. However, the service representative did replace the sram coin battery.